Event description:
Customer observed an initially high advia centaur xp ca 19-9 result that repeated lower after the sample was re-centrifuged. There are no reports that treatment was altered or prescribed or adverse health consequences based on the discordant advia centaur xp ca 19-9 result.

Manufacturer narrative:
The cause for the non-reproducible advia centaur xp ca 19-9 result is unknown. While there is insufficient information to determine the cause of the elevated result, preanalytic factors could be the causative agent. A field service engineer went on site and found no issues with the advia centaur xp. No further evaluation of the device is required. The limitations section of the instructions for use states: "note: do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation."